Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. There was no patient or user harm reported. It was reported by the service engineer that there has been no response from the customer regarding the repair of the device, and that no further work was performed on the ventilator. The case was cancelled. No further details could be obtained regarding the event. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.